Event description:
Rn drew up the insulin in the syringe. When the rn recapped the syringe the needle pierced throught the cap and the rn sustained a needlestick.this has occurred several times and reported. The next steps are: --nursing to review the re-capping process --nursing and employee health to discuss the options for other syringes. Health professional's impression:they feel that the needles are to pliable leading to easy bending.